Event description:
Information received indicates, when the brakes are engaged, they will not hold.

Manufacturer narrative:
The technician found that the set screws were broken off in the hex rods. The technician replaced the set screws and the hex rods to repair the stretcher.